Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that previous positive environmental sites and negative control failure on the bd max as well as an increase in n1 positive results on the bd max.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "environmental contamination" issue. Initially customer reported their negative control is detecting n1 for bd-sars-cov-2. Service had customer performed environmental monitoring. Customer performed environmental monitoring and found positive results on sbt rack and pipettor. Customer performed deep cleaning of the lab, hood, sbt rack, and floor. Issue was resolved after em shows negative results for n1 and n2. Review of device history record for instrument serial number, (B)(6) is not required because this complaint is unconfirmed and does not allude to a manufacturing error. Service history review was performed for the instrument (B)(6) and a week prior, the instrument was having positive results on negative qc. Customer was asked to performed em and the case was closed. This case was opened due to the em finding. Sample returned analysis consisted of run files. Review of the run file shows weak positive amplification on fam channel for the raw pcr curves. This indicated either a low level of target detected or contamination. The cause of the discrepant results was not determined to be due to an instrument based on the review of the run files. Root cause is determined to be due to workflow error. Complaint is unconfirmed as the issue is workflow related. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: it was reported by the customer that previous positive environmental sites and negative control failure on the bd max as well as an increase in n1 positive results on the bd max..